Event description:
Related manufacturer reference number: 1627487-2022-06783, 1627487-2022-06785. It was reported that x-rays showed that both of the drg leads appeared to be fractured and ipg was approaching end of life. No further information is known at this time. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information; however, no further information is known. The UDI is unknown because the lot number was not provided/is unknown.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2022 wherein a new lead was placed at l1. Optimal coverage was achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.